Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead was found to have had a pace impedance measurement greater than 3000 ohms. During the revision procedure, the following day, the lead was not tested by a pacing system analyzer. The lead was removed and replaced and was thought to be damaged. It was unknown if the lead damage was confirmed. No additional adverse patient effects were reported.